Manufacturer narrative:
(B)(4). Approximate age of device ¿ 40 days. The pump remains in use supporting the patient. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2016, the patient was experiencing gastrointestinal (gi) bleeding and was hospitalized. An arteriovenous malformation was confirmed. The patient was on warfarin at the time of the event. The patient was transfused with a total of 4 units of packed red blood cells, and the gi bleed resolved.

Manufacturer narrative:
The patient remains ongoing on pump support. A direct correlation between the report of gastrointestinal bleed and the device could not be determined. The instructions for use lists bleeding as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.